Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was an implant case of a 23mm sapien 3 ultra in aortic position by transfemoral approach. The patient anatomy was very challenging because of calcification and severe tortuosity. Access vessels were larger than 5.5mm. During procedure, first attempt to place the 14f esheath was successful but after removal of the dilator the esheath was kinked. The esheath was replaced by a second 14f esheath. At this attempt, it was not possible to advance the valve through the esheath, the valve got stuck at the iliac artery, near the abdominal aorta section. The esheath was totally split (''perforated'') on almost full length due to the push force needed to advance the valve and due to vessel tortuosity. On angiography, it seemed that the valve and commander delivery system were exposed by the esheath side. Therefore, the commander delivery system and esheath were removed as a single unit. Finally, a new 16f esheath was inserted to reduce the push force. At this time, the valve was successfully implanted. No vascular complication occurred.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: sheath shaft curved. Liner torn for approximately 22cm from strain relief. Distal tip unopened. Distal end of liner is lifted. Sheath shaft kinked along strain relief, 5cm from hub. Sheath shaft kinked at 1cm, 9cm, and 15cm from strain relief. Sheath shaft scratches in hdpe. Liner thickness was measured along the liner tear. All measurements were found to be within the specification. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of inability to advance through sheath, was confirmed based on returned device and provided picture. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity was reported in the patient's access vessel. Additionally, the sheath shaft was curved and some scratches were observed on the sheath shaft, which is indicative of tortuous anatomy and presence of calcium in access vessel, respectively. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaint of liner punctured was confirmed based on returned device and provided picture. Available information suggests patient (calcification, tortuosity) and procedural (excessive manipulation) factors likely con tributed to the event as calcification and tortuosity was reported in the patient's access vessel. Additionally, the sheath shaft was curved and some scratches were observed on the sheath shaft, which is indicative of tortuous anatomy and presence of calcium in access vessel, respectively. In addition, multiple kinks were observed along the sheath shaft, suggesting use of excessive device manipulation. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (kinks, scratches) if compounded with vessel calcification and tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.